Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The x-ray system placed images of one pt into the examination file of another pt. The pt's images were mixed together.